Event description:
A certified registered nurse anesthetist reports that during intraocular lens (iol) implant surgery, the surgeon noticed a dent in the iol after the iol was inserted into the eye. The incision was enlarged to remove the iol; the capsule ruptured during the lens removal and a vitrectomy was done. Additional information has been requested.